Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: date of this report. Date received by manufacturer. Type of report type of follow up. H6: method code updated to 4109.h6: results code updated to 213. H6: conclusion code updated to 4310. Narrative/data was updated. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No new event information to report.

Manufacturer narrative:
Zimmer biomet (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that a patient experienced an infection at the implant site and the implant was removed.